Event description:
Leica biosystems (lbs) received a complaint of under processed tissue on both retorts and 2 runs affected. On (B)(6) 2025, the lbs field applications specialist (fas) investigating this event with the complainant documented the following information, "the tissue status is currently not diagnosable on 1 affected case. The rest of the cases were able to be diagnosed. I have included demographic information on the adverse event form. The patient tissue that is not diagnosable has been recommended for re-biopsy; the procedure has not been performed yet..." Patient identifier information was provided for the affected patient.